Event description:
Injection needle has a clear tip cover that is the same color as the tubing and easily fits through the scope channel. The user inadvertently forgot to remove the tip cover and the tip came off in the patients colon and had to be retrieved. There was no injury to patient due to this error. Recommend tip cover color and size be revised to avoid future incident.